Manufacturer narrative:
In review, it was noticed that in the section "g2" the box of "health professional" was inadvertently not selected in the initial MDR report. Also, it was noted that an incorrect code (4114) was inadvertently entered in section "h6-type of investigation" of the initial MDR report; therefore, the information has been corrected in this supplemental MDR report and the following fields were updated accordingly as indicated below: section g2 - report source (check all that apply): health professional; section h6 - type of investigation: 4115 - device discarded. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: unknown/ not provided. Asku. Section b3: date of event: unknown, not provided. Section d6a: if implanted, give date: not applicable, as no indication that lens was implanted. Section d6b: if explanted, give date: not applicable, as no indication that lens was implanted, hence not explanted. Section h3- no: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a monofocal intraocular lens (iol) showed the cartridge and plunger misaligned and/or a nick in the cartridge tip. The reporter confirmed that the scrub tech had hydrated the lenses correctly with balance salt solution (bss) right before handing it off to the doctor. Unknown if there was patient contact. Lenses were discarded. No other information was provided..

Manufacturer narrative:
Corrected data: in review, it was noticed that an incorrect catalog # (dcb0000205-12) was inadvertently entered in the section "d4" of the initial MDR report instead of "dcb0000205". This supplemental MDR report is to correct that information as indicated below: section d4: additional device information: catalog number: dcb0000205. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.